Event description:
Autograft loss. Date of injury was in 1999. Positive wound cultures were reported on 02/08/1999. Systemic vancomycin started on 02/08/1999. Integra artificial skin placed in 1999. Integra artificial skin was placed in 1999. In 1999, the silicone layer was removed as part of the autograft procedure, neodermis noted as normal. Epidermal autograft was placed in 1999. Partial loss of autograft was noted on 3/13/1999. 100% loss was noted on 03/19/1999. Partial debridement of site was performed, and showed capillary bleeding prior to placement of second autograft in 1999.